Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed no capture. Rv lead was dislodged and confirmed via x-ray. The rv lead was repositioned on (B)(6) 2022. The patient was stable.